Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. The date of event is an approximation. On (B)(6) 2024, it was reported by the child that the patient experienced inaccurate cgm values. According to the report, the receiver showed an unremembered high cgm. The patient was asymptomatic and the bg was not checked. The patient was transported to the emergency department where the bg was checked but not remembered. The cgm was not remembered. The patient's glycemic state was not noted in the complaint. He received an unremembered medication for unspecified glycemic state. The patient was discharged the next day on (B)(6) 2024. No further details were discussed because as per the reporter, she could not recall them anymore. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).